Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that high energy endo therapy accessories (laser, radiofrequency, etc.) Were used without sufficient distance from distal end. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that it was found burn on the c-cover. There was no patient involvement.